Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-03246. The pt received an scs system on (B)(6) 2011. It was reported that the pt could not increase the stimulation past 5 bars. The pt did not feel the stimulation on her right side, only her left side. It is suspected one of the leads migrated. The physician has scheduled a revision to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.